Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient stated their pump had not been working. The patient mentioned they had an appointment scheduled with their doctor on (B)(6) 2025 to discuss the issue.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter, ubd: 2015-05-03, UDI#: (B)(4). Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal cord injury/disease/intractable spasticity indications for use. It was reported that they were concerned about the pump because it has not worked from day one and they were having issues with it. The patient mentioned that they had 'about 8 pumps in 25 years.' When the agent inquired managing physician, the patient stated they did not want to answer, 'all these questions,' because they just wanted their questions answered and their doctor will likely call in to report everything. The patient inquired who was the medtronic representative at implant. The patient inquired if the rep would be the same person every time because their surgeon 'puts in a lot of pumps.' The agent requested a medtronic ID card duplicate as requested by the patient. Additional information was provided from a consumer (con) indicated that they wanted information about how long catheter last. The patient disconnected call while the agent briefly put the patient on hold to consult with pump technical service. The patient inquired if their catheter should be replaced after having it for 12 years. The patient mentioned that the pump was replaced but it 'hasn't been working since day 1' (since pump replacement) so they have been '4 months without a pump,' in reference to not having therapy relief since day 1 of pump replacement. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the hcp felt that the patient was not getting drug from the pump and they planned to do a catheter revision. At the time of this report, the rep was not sure if they planned to do a revision to the pump or spinal segment, but believed it would likely be the spinal segment. The hcp noticed the issue after the first refill following the pump replacement in (B)(6) 2025. Additional information received on 2025-08-29 indicated that the pump was not suspected to be the issue. During the procedure, a kink in the pump segment of the catheter was observed. A catheter revision was performed on (B)(6) 2025. A replacement of the pump segment only was performed. The revision resolved the event.